Event description:
It was reported that the device switched itself off during ventilation. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined on site by dräger service, who identified an error code representing a pixel sum deviation of the controlled display. The safety function of the unit detected a temporary deviation between the indicated and the actual displayed image and triggered a warm start to eliminate this deviation. The reason for the pixel sum deviation could not be determined. When the ventilator's safety software detects a deviation, it attempts to correct it by performing a warm start. The unit will sound an audible alarm and when the warm start occurs, the unit will briefly turn off and then back on. During this time, the emergency-breathing valve will open allowing for spontaneous breathing. When the warm start is finished, the unit continues to ventilate the patient with the previous setting. As the value for the measured minute volume has been set to zero, the unit alarms audibly and visibly with the high-priority alarm "minute volume low !!!" Until the lower alarm limit is reached again. The unit behaved as specified. The warm starts could not solve the problem in the reported case. Replacing the corresponding circuit board of the display unit solved the problem and the unit was tested according to the manufacturer's specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.